Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain/chronic pelvic pain/pelvis') in a 30-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included delivery on (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced vitamin d deficiency ("vitamin d deficiency"), vitamin b12 deficiency ("vitamin b12 deficiency"), hypothyroidism ("an under active thyroid / thyroid problem"), migraine ("chronic migraine"), dyspareunia ("occasionally hurts/pain with intercourse"), metrorrhagia ("spotting between periods"), the first episode of abdominal distension ("feels like she is pregnant - stomach is exploded"), weight loss poor ("tried losing weight but could not") and nausea ("nausea half of the time"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rheumatoid arthritis ("rheumatoid arthritis"), neuropathy peripheral ("neuropathy") with confusional state, memory impairment, hypoaesthesia and peripheral swelling, depression ("severe depression"), anxiety ("severe anxiety"), adverse reaction ("rem deficiency"), the first episode of abdominal pain ("pain in abdomen"), medical device discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain/lower back pain"), the second episode of abdominal distension ("abdominal bloating"), the second episode of abdominal pain ("abdominal pain"), abnormal weight gain ("excessive weight gain"), tooth loss ("lost all my teeth"), alopecia ("excessive hair loss"), fatigue ("chronic fatigue") and dementia ("dementia "). The patient was treated with surgery (hystrectomy). Essure was removed. At the time of the report, the pelvic pain, rheumatoid arthritis, neuropathy peripheral, depression, anxiety, adverse reaction, medical device discomfort, menorrhagia, back pain, the last episode of abdominal distension, the last episode of abdominal pain, abnormal weight gain, tooth loss, alopecia, fatigue and dementia outcome was unknown and the vitamin d deficiency, vitamin b12 deficiency, hypothyroidism, migraine, dyspareunia, metrorrhagia, weight loss poor and nausea had not resolved. The reporter considered abnormal weight gain, adverse reaction, alopecia, anxiety, back pain, dementia, depression, dyspareunia, fatigue, hypothyroidism, medical device discomfort, menorrhagia, metrorrhagia, migraine, nausea, neuropathy peripheral, pelvic pain, rheumatoid arthritis, tooth loss, vitamin b12 deficiency, vitamin d deficiency, weight loss poor, the first episode of abdominal distension, the first episode of abdominal pain, the second episode of abdominal distension and the second episode of abdominal pain to be related to essure. No further causality assessment were provided for the product. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2020: update of quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain/chronic pelvic pain/pelvis') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included delivery on (B)(6). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced vitamin d deficiency ("vitamin d deficiency"), vitamin b12 deficiency ("vitamin b12 deficiency"), hypothyroidism ("an under active thyroid / thyroid problem"), migraine ("chronic migraine"), dyspareunia ("occasionally hurts/pain with intercourse"), metrorrhagia ("spotting between periods"), the first episode of abdominal distension ("feels like she is pregnant - stomach is exploded"), weight loss poor ("tried losing weight but could not") and nausea ("nausea half of the time"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rheumatoid arthritis ("rheumatoid arthritis"), neuropathy peripheral ("neuropathy") with confusional state, memory impairment, hypoaesthesia and peripheral swelling, depression ("severe depression"), anxiety ("severe anxiety"), adverse reaction ("rem deficiency"), the first episode of abdominal pain ("pain in abdomen"), medical device discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain/lower back pain"), the second episode of abdominal distension ("abdominal bloating"), the second episode of abdominal pain ("abdominal pain"), abnormal weight gain ("excessive weight gain"), tooth loss ("lost all my teeth"), alopecia ("excessive hair loss"), fatigue ("chronic fatigue") and dementia ("dementia "). The patient was treated with surgery (hysterectomy). At the time of the report, the pelvic pain, rheumatoid arthritis, neuropathy peripheral, depression, anxiety, adverse reaction, medical device discomfort, menorrhagia, back pain, the last episode of abdominal distension, the last episode of abdominal pain, abnormal weight gain, tooth loss, alopecia, fatigue and dementia outcome was unknown and the vitamin d deficiency, vitamin b12 deficiency, hypothyroidism, migraine, dyspareunia, metrorrhagia, weight loss poor and nausea had not resolved. The reporter considered abnormal weight gain, adverse reaction, alopecia, anxiety, back pain, dementia, depression, dyspareunia, fatigue, hypothyroidism, medical device discomfort, menorrhagia, metrorrhagia, migraine, nausea, neuropathy peripheral, pelvic pain, rheumatoid arthritis, tooth loss, vitamin b12 deficiency, vitamin d deficiency, weight loss poor, the first episode of abdominal distension, the first episode of abdominal pain, the second episode of abdominal distension and the second episode of abdominal pain to be related to essure. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable no specific quality issue was defined, therefore no meidra llt can be provided. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: event pelvic pain was updated from non serious incident to serious incident. Intervention required (device) and medically significant tick. Reporter information added. On 23-mar-2020: reporter added from social media. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.